Manufacturer narrative:
Additional device manufacture date: appl. 08/2005. The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present.

Event description:
Pt was treated with a reusable mea applicator. The pt returned 5 days post mea with complaint of abdominal pain, with a diagnosis of endometritis. Investigative surgery revealed a small area of bowel adhered to the uterus which was subsequently separated and overstitch of the uterus performed. No evidence of uterine perforation or blanching noted. Pt had a satisfactory recovery.